Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the insertable cardiac monitor (icm) detected post sensed t wave oversensing episodes. Programming changes were completed resolving the issue. The patient was in stable condition.